Event description:
It was reported that during a low anterior resection, there was no usual crunch upon firing the device. The anvil was stuck in the bowel with only 1/2 of the staples contacting the anvil an partially forming. This prolonged surgery by one and one half hours. It was necessary to perform a diversionary ileostomy.